Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Cracked battery tube threads, a cracked case near the display window corner, scratched reservoir tube window, cracked reservoir tube lip, stained address and serial number label and a stained end cap sticker.

Event description:
It was reported the battery thread of the insulin pump was broken. Customer declined to provide blood glucose info reported. No further info reported.